Event description:
Procedure: lap chole. According to the report: the black sheath at the tips split open with the devices. The surgeon opened another device to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. A portion of the shaft did disengage into the cavity, and all of the pieces were retrieved.

Manufacturer narrative:
(B) (4).